Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer received a "replace sensor" message and was unable to obtain readings. As a result, the customer experienced extreme fatigue and lost consciousness while walking. Firefighters were called, and an unspecified intervention was noted and transported the customer to the hospital, where the hcp administered glucose infusion for hypoglycemia diagnosis. No further treatment was reported. There was no report of death or permanent injury associated with this event.